Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application samsung galaxy s22, android 13, 2.8.4.9335 and successfully received high and low glucose alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an oppo reno7 phone with an android operating system version 13 and app version 2.8.4.93325. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and a seizure. The customer was given "coca cola" as treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an oppo reno7 phone with an android operating system version 13. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and a seizure. The customer was given "coca cola" as treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.